Event description:
It was reported that a pt's vns device was found to be set to 0ma at a routine office visit. The physician indicated this was the first time she had seen the pt, and it had been a while since the pt had been seen by any other physician. Good faith attempts to obtain additional info have been unsuccessful to date.